Event description:
Patient admitted to have penile prosthesis replaced. Patient had complained of pain in the scrotum and difficulty accessing the pump. Tubing was found to be coiled and tenting in the skin of the anterior scrotum outwards. The pump itself seems to have migrated posteriorly in the scrotum. The monitor implant was noted to have one of the chambers leaking and a pin hole leak was observed. A new pump and cylinders were replaced. The device will be returned to the manufacturer.